Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges being hospitalized due to pump occluding. Customer reportedly experienced headaches and felt lethargic; was taken to hospital by daughter-in-law. Caller reported customer's blood glucose level was around 25.0 mmol/l; was treated with unknown amount of insulin. Product was not requested for return.